Event description:
On (B)(6) 2012, customer reported that the waste reagent from the dxh 800 instrument ate through the copper sink drain line and spilled onto the floor. Customer stated that a lot of fluid leaked, but the actual volume was unknown. The leak was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. The sink drain line was installed by the hospital. Beckman coulter's field service engineer's do not install drain lines for the instrument. Customer technical support (cts) informed the customer that beckman coulter does not have specifications for drain pipe, but that most customers use pvc pipe for waste draining. Customer is in the process of replacing the copper pipe with pvc as recommended by the cts. Beckman coulter's instrument was not the cause of the spill, nor did the instrument fail to perform properly.

Manufacturer narrative:
(B)(4).